Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was reviewed. The photo shows the device in opened condition. It is unknown whether the package was opened by the user or it was not sealed correctly. The plastic tray is not visible. No tear, rips or holes were noted to the tyvek package and the photo shows the major part of label and no damage noted to the label. Based on the photo review, the investigation for tear, rip or hole in the device packaging is inconclusive. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2022).

Event description:
It was reported that prior to a biopsy procedure, the device package was allegedly damaged. There was no patient contact.